Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was noted that the patient had multiple non device related surgeries. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.